Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported on december 19, 2024, the patient underwent PICC catheterization under the intervention of color ultrasound, puncture was successful once, the guidewire was sent in about 5cm with resistance, viewed again the puncture needle in the blood vessel, and sent the guidewire again with difficulty, and gently withdrawn the guidewire found that the guidewire couldn't be withdrawn, and the guidewire was torn by the force of the withdrawal and could not be properly carried out for the next step of the operation, and withdrawn the puncture needle, and reselected the vessel to be replaced with a new product to be used for the patient, which caused secondary pain. No other information was provided.